Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hypoglycemia after initiating ilet pump therapy, with a fingerstick value of 52 mg/dl while the pump displayed 90 mg/dl, and the user was advised to treat the low and perform a calibration. Symptoms included hypoglycemia. Outcomes included use of oral glucose for treatment and user education on calibration and initial adaptation of insulin needs. Investigation included troubleshooting and education regarding device operation and calibration practices. Investigation of this case revealed no confirmed device malfunction and a possible early adaptation period as the system learns insulin needs, with sensor-fingerstick discrepancy addressed through calibration. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.